Event description:
It was reported that the coating chipped off. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the visual evaluation revealed that the coating dissolves (see evaluation picture 3 + 4). The most likely cause of the reportable failure could be using the incorrect cleaning detergent/procedure.